Event description:
A physician was attempting to treat a lesion in btk artery of a patient which exhibited tortuosity. It was reported that when the physician inflated the balloon catheter, he detected that it had ruptured. No issues were noted during the preparation of the device. The device was being used to pre dilate the lesion. It was reported that the balloon was already damaged during first inflation. There was no force applied or resistance noted when delivering the device or through the guide catheter. The device did not pass through previously deployed stent. The lesion was treated with another balloon. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: deformation problem.

Event description:
Device analysis: the balloon was unfolded and radio opaque solution detected on the inflation line. A kink was detected at 2 cm from the proximal balloon welding. An attempt to inflate the balloon was performed however a leakage was detected on the proximal balloon welding. No other abnormalities detected on the device

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (no device or cine image retuned for review). (Based on the information available root is undetermined). (B)(4).

Manufacturer narrative:
Component/subassembly failure (possibly due to manufacturing issue during welding process).